Event description:
The customer reported the unit won't power on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up reort will be submitted once the investigation is complete.